Event description:
Cpi rec'd info that a lead was removed from service due to noise and the impedance being greater than 2000 ohms. Two leads are involved in the pt's lead system. Co is unable to determine the serial number of the lead with the problem, therefore it will report on serial at this time. A distributor lead was implanted in the pt.